Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced persistent auto-inflation. The patient previously underwent a revision procedure in which only the pump was exchanged, but he expressed dissatisfaction that the entire device was not replaced. He stated that he continues to experience auto-inflation and anticipates another procedure. There were no patient complications reported.